Event description:
The pt experienced increased back pain and increased extremity pain on the right side. A CT scan was done (date not reported) and showed that the lead had migrated/dislodged. The reason for the migration/dislodgement was unclear because the stimulator did not seem to be inverting itself in the pocket. The lead just seemed to be slowly working its way back in a spooling fashion. The leads and extension were replaced. The pt recovered without sequela.